Event description:
A surgeon reported a pt was having trouble seeing the green fixation light during surgery. No pt harm has been reported. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l info becomes available. (B)(4). This report was mailed to FDA on: (B)(4) 2011. (B)(4).